Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient was scheduled to remove the device on (B)(6) and said it was because ¿it hadn¿t worked¿ and they tried many adjustments and new programs and it just wasn¿t working. Patient said that at the beginning it kind of worked but could have had a placebo effect. They tried to narrow down when the ins stopped helping the patient but said it was so long ago they don¿t remember when it stopped helping. Patient said that they went over that with the rep about a couple weeks ago. Patient said at that time the rep wanted to try one last time to program it but it didn¿t work. Patient said they had lost their pp and were told to bring it to the removal and didn¿t know how to turn ins off before explant surgery. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what led to the implanted neurostimulator (ins) not helping. They didn't change theiractivity level, noting that it just had not worked for some time, no matter what adjustments they made to the program.